Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, increase capture threshold resulting in loss of capture, failure to pace and increased pacing impedance were noted on the left ventricular (lv) lead. Lead damage was suspected but was not confirmed. The new device was successfully implanted and programmed to resolve the event. The patient was in stable condition.